Event description:
The customer reported that he was hospitalized with diabetic ketoacidosis and a blood glucose of 314 mg/dl. The customer stated he changed the infusion set and was vomiting, leading up to the hospitalization. He had reportedly not been wearing the insulin pump for twelve hours at the time he went to the emergency room. The customer stated he went back on insulin pump therapy on (B)(6) 2014 when he was released from the hospital. He further stated after he went home, he was not feeling well and the customer's blood glucose was 600 mg/dl. When the customer pulled out the infusion set, the cannula was reportedly bent. The customer explained that he has a lot of scar tissue. At the time of reporting, the customer's blood glucose was 50 mg/dl, which he treated with orange juice, following basal rate increase. Troubleshooting was performed with the insulin pump and the time was found to be inaccurate. The customer was advised to change the entire set, reservoir and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).